Event description:
Customer stated that the customer left the pump at the pool and it got wet. Customer was advised to keep the pump safe from water and too much humidity. Customer's blood glucose level was 16 mmol/l. No further assistance needed.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken belt clip slot, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.